Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 9733619, serial/lot #: unk, ubd: , UDI#: ; product ID: 9732266, serial/lot #: unk, ubd: , UDI#: ; product ID: 9735225, serial/lot #: unk, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an error while shutting down, booting up, the system was slow and changing procedures the screen went black screen. The site stated that the system was stuck on a black screen with no resolve. Only by hard resetting the system were they able to reboot the system. This error occurs in booting up, shutting down, changing procedures and it the system was incredibly slow. Troubleshooting was performed and they removed all the data from the system and checked all the connections. The probable cause of the issue was that the computer was at the end of life. The next step was to replace the central processing unit (cpu), splitter and power supply. No patient was present at the time of the event. Additional information was received. It was reported that both monitors had black displays.